Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A conclusive cause for the reported difficulty to remove and access port retraction problem could not be determined. The treatment appears to be related to procedural circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the starclose instructions for use states: perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional procedure. Femoral angiogram was not performed. Reportedly, after the clip was deployed the device could not be removed from the anatomy. The safety release mechanism was used to collapse the vessel locator wings but there was still resistance with removing the device. After pulling harder the device was removed. The starclose clip did not achieve complete hemostasis; therefore, five minutes of manual arterial compression was applied and complete hemostasis was achieved. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.